Manufacturer narrative:
(B)(4). This report is for the second in a series of two product issues experienced with the same patient. The initial event was reported under MDR# 9680794-2015-00127. No sample will be returned for evaluation.

Event description:
It was reported that the guide wire was inserted through the needle without resistance but the catheter was unable to advance into the vein fully. When pulling the catheter back onto the needle resistance was met. At which time, they stopped and pulled the needle and guide wire out as one unit. The wire was kinked significantly just past the needle. They do not know if there was a delay in treatment and there was no patient death or complications reported.